Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. Additionally, it was reported that multiple cartridge removed messages occurred. The user could not remember their blood glucose level; however, t:connect pump data showed the user's blood glucose level was 128 mg/dl to 138 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found. (B)(4).